Manufacturer narrative:
H10: the actual device was not available; however, a video of the sample was provided for evaluation. The visual inspection of the provided video confirmed the presence of an external fluid leak at the level of the dialysate port, however no visible defect was observed. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m150, an external fluid leak occurred at the dialysate port or blood header. There was no patient involvement. No additional information is available.